Event description:
This customer reported a red x in the ready for use indicator block and the device failed opcheck.

Manufacturer narrative:
(B)(4): this customer reported a red x in the ready for use indicator block and the device failed opcheck. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.